Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that cell 1 of biotestcell-p3 would give false negative test results when tested with qc from ortho. When the customer used the solidscreen ii control for qc, the result was positive. The customer is using ortho qc with biotestcell-p3 by manual testing in tubes and are usually getting 1+/ 2+ positive results. The customer did neither return the supposedly defective product biotestcell-p3 for investigational testing nor the ortho qc that had caused false negative test results. Therefore our quality control (qc) laboratory tested the antigenicity of cell 1 (d, c, e, cw) using their retained sample of the allegedly defective lot of biotestcell p3. Furthermore an aks (liss iat) was performed (e.g. Anti-d, anti-k). All positive and negative reactions were correct. We did not observe any false negative reaction, all tests yielded strong positive (3-4) reactions. The cause for the negative results with cell #1 of biotestcell-p3 with ortho qc at the customer`s site remains unknown. The customer's problem ended when he used a new lot of ortho qc: cell 1 of btc-p3 was now positive with the new lot. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.